Event description:
It was reported patient underwent a trauma procedure on an unknown date. During the procedure, while the surgeon was driving the pin into the patient, the pin fractured. The surgeon attempted to drive 3 different pins into the patient. The surgeon completed the procedure with another pin.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number/ manufacture date - unknown.